Event description:
It was reported that there was a head and liner exchange.

Manufacturer narrative:
The other device listed in this report is a c-taper cocr lfit head 32mm/0, cat # 06-3200. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned.